Manufacturer narrative:
Preliminary risk assessment indicates: severity: 2 (moderate). Reason: there has been no mistreatment or injury reported. (Customer states that the attending physician knows about the incident and does not consider it an "injury" to the pt). In worst case the complaint behaviour may potentially cause a wrong dose of one beam for one fraction. This may potentially result in a moderate injury. Probability: d (occasional). Reason: it has happened once and may happen again according to the risk analysis.

Event description:
A potential product issue has been identified with our oncor avant garde linear accelerator. In the abundance of caution, this issue is being reported. It was communicated to our internal applications specialist that a therapist forgot to turn the key switch on the power distribution panel to the on position as specified in the system warm-up instructions, resulting in the linac shutting down during a treatment. In accordance with documented start-up procedures for the oncor avant-garde linear accelerator, this key switch must be in the on position to prevent the linac from shutting down in seven-field imrt treatment. Specifically, the last field (B)(4) was being treated at the time the machine went down. That field has a total prescribed mu of 106, and 26.1 mu had been delivered at the time the machine shut down. After bringing the machine back up, the therapists began the late resumption procedure. However, when they were typing in the number of mus already delivered (26.1), they erroneously typed in "5" (which is the dose in cgy that the pt received with the 26.1 delivered mus). When the treatment was resumed, the linac delivered 101 mus, following this formula: {total mus for field}, {already-delivered mus} = {remaining mus} 106 - 5 = 101. The total mus delivered for the pt was" {mus delivered before machine shut-down} + {mus delivered upon resumption} = {total mus delivered} 26.1 + 101 = 127.1. This resulted in an overdose of 21.1 mu (approx 4 cgy) = {amount overdosed}. Customer stated that the attending physician knows about the incident and does not consider it an "injury" to the pt. Plus 20% for that particular field divided by 25 (total number of fractions prescribed) is less than +1% for the total treatment.